Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient experienced hyperglycemia on (B)(6) 2025. The blood glucose level was 510 mg/dl at the time of event and the patient was initially injected with correction bolus injection and later blood glucose decreased to 70mg/dl after replacing the set. No further information is available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- united states. H11- since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.